Manufacturer narrative:
It was determined that the balloon implanted on (B)(6) 2026 was from lot number 308757-1, with an expiration date of 17-jan-2026; therefore, the device was used beyond its labeled expiration date. Additionally, the device was implanted in a patient with a bmi of 26.6, which is below the spain-approved minimum bmi of 27. The device has been requested for return and is currently available for retrieval. Further evaluation will be performed upon receipt and analysis of the device.

Event description:
The patient underwent placement of the allurion balloon on (B)(6) 2026. The patient subsequently reported complete intolerance to food and fluid intake and persistent abdominal pain. An abdominal x-ray was performed on (B)(6) 2026. Per the placing physician, the device was shown to be hyperinflated with no evidence of obstruction. The device was endoscopically punctured and removed on (B)(6) 2026. No additional complications were reported.